Manufacturer narrative:
The subject device was not returned to olympus medical system corp.(omsc). Therefore, omsc could not evaluate the reported device. The exact cause of this issue could not be conclusively determined. Since the lot no. Is unknown, the manufacturing history record could not be reviewed. However, omsc has only shipped devices which passed the inspection. From the reported information, it is assumed that the event did not occur due to malfunction of the device, but occurred as a general accidental symptom by performing the procedure.

Event description:
During an endoscopic ultrasound-guided fine needle aspiration, the subject device was used. There were four cases in which patients developed pancreatitis after the procedure. They were all mild cases and healed with a conservative treatment. No information other than the above was reported. This is a report about the second of the four cases reported.